Event description:
It has been reported to philips that the system did not move and gave ¿geometry unavailable¿ error messages. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnosis procedure which was delayed and rescheduled. The philips remote service engineer (rse) examined the system remotely and confirmed that the geo movements were partly available. A review of the system logfile confirmed the malfunctioning of the geo-pc. The customer rebooted the system multiple times, but the issue persisted. Upon further investigation, the rse determined that there was no communication to the geo pc. The fse visited onsite and found that system had geometry not available errors. To resolve the reported issue the fse reloaded software in geo pc. After reloading of software in geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.